Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the battery compartment was cracked and that the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump showed that the battery compartment was cracked with damaged threads. Evidence of corrosion was observed in the battery compartment. The returned battery cap was unable to tighten on to the pump or a test pump. The returned battery cap had stripped threads and the cap contact height was found to be out of specifications. Unrelated to the complaint, the audio bolus button cover was damaged. The pump casing was cracked.